Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to customer¿s blood glucose. Reportedly, the alarms were cleared and insulin delivery was resumed. Customer declined troubleshooting with tandem technical support.